Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified also, it was confirmed that the section of the device with the foreign material remained had no deformation. The event can be detected and prevented by following the instructions for use: gif/cf/pcf-290 series, chapter 3 preparation and inspection describes the methods for detection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign matter at the tip of the nozzle. There were no reports of patient involvement.